Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that  about a month and a half to two months ago they noticed their bladder had gone back to its old bad habits of having trouble getting the flow started and emptying their bladder completely. The patient would go to the bathroom to urinate, go back to bed, then they felt like they needed to urinate some more. The patient said their symptoms were back to how they were before they got the ins implanted. The patient tried all 7 programs, but they don't feel any stimulation. The patient increased the amplitude on each program to the highest level they could tolerate, but they still didn't feel any stimulation. The patient mentioned that the "top one" (agent was under the impression the patient was referring to amplitude) almost always caused some irritation, but they don't feel that anymore. The patient tried 4 of the programs for 24 hours each to see if the "top setting" would do anything, but they felt no effect. The patient said their symptoms have been consistent. The patient was redirected to their healthcare provider to further address the issue. On 2025-apr-21 additional information was received from the patient. They reported that they slipped on some wet stairs and fell on their back. To resolve the issue they had their settings readjusted and x-rays taken but the device was still not working as it was before the fall. It was reported the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reiterated the connection was broken in a fall on their back and the device was replaced. The issue was resolved.

Event description:
Additional information was received from the patient. When asked to clarify what they meant by "connection broken in fall," the patient stated the wires connecting the two implanted devices broke.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2mm4a, implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.